Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: live call received on 20may2024 at 10:50 pm - call time 19:21. Nurse anesthetist reported that a product malfunctioned during use and the incident occurred on friday (B)(6) - the needle broke off in the patient. The surgical staff were able to contact their back surgeon and he was able to surgically extract it the same day and the patient was fine. Patient had to undergo two separate procedures as initially, they were placing the spinal for a total knee. Reporter stated that they already had quite a bit of sedation in the patient, as such, they aborted the spinal and continued the procedure under already administered anesthesia. After the knee procedure they recovered him woke him up told him about the broken needle and then took him that back to anesthesia to remove the spinal needle. The reporter did anesthesia for both procedures. Patient was stable totally fine spinal needle where it broke was in the inter spinus did not reach the dura; took a picture of it. Pictures available of the broken needle lying near an intact needle and has a picture of broken needle after it was extracted. The actual needle was discarded. Patient is a 51 year old male obese - bmi is 39.5 right under 40. Lot number was thought to be gtin but not certain. Customer complaint advocate will look at picture or label when sent. Nurse reviewed case studies and found a very similar instances did not feel any resistance and it broke - she reported that you get a feel for this and cannot understand why the needle broke. While the patient is fine, the nurse was very concerned and hoping that calling the reported event in was impactful. Customer complaint advocate explained trending and assured her that every call made a difference. Will do evaluation with pictures and retain samples.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Several photographs of the sample were provided for evaluation. Visual evaluation of the photos showed lidstock packaging identifying the item number and two needles side by side. One had broken and appeared shorter, and the other was not. There was also one photo of the removed portion of the needle that appeared bent and damaged by some excessive, physical force. Although the photos did show a broken needle, since it had been opened and used for a procedure, it is not believed to be the result of any manufacturing process. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. User should refer to IFU which states, "do not apply excessive force during needle advancement. Do not utilize needle if it bends or tip becomes damaged. If resistance is felt during advancement of the needle, carefully correct the orientation of the needle but never apply excessive force." We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.